Manufacturer narrative:
Additional information: the device was received for evaluation with a disconnect cap; an evaluation is complete. A visual inspection was performed with the naked eye and spectroscopic imaging. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Loose white residue inside of the tubing was identified during visual inspection. Stereomicroscopic examination revealed that the particulate matter was a mixture of colorless particles smaller than 0.3 mm in size and a translucent residue. Ft-ir analysis produced a spectrum consistent with a mixture of calcium stearate and polydimethylsiloxane (pdms). The near uniform presence of the particles suggests a fluid within the tubing may have dried leaving behind a calcium rich surface residue. The source of the residue was not determined. The reported condition was verified. The source of the residue was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter observed at the lumen of the tubing of a uv flash transfer set. This was noticed after use. The product had been used for 3 months. There was no patient injury or medical intervention associated with this event. No additional information is available.